Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient went into the hospital and had a CT scan and x ray last week on tuesday and now it doesn't seem to be working. Last night patient had a bowel movement in their sleep, which hadn't happened prior to the imaging they had done. They stated they were in so much pain they didn't even think about their device before having the CT scan and x-ray. The patient wanted to check the therapy status however the communicator needed to be charged. Patient will charge and call back for assistance checking therapy status.